Event description:
It was reported that during a stenting treatment procedure, no reflow occurred. The patient presented at the time of the index procedure due to unstable angina (braunwald class iia). Cardiac catheterization revealed a 90% stenosed and 10mm long lesion located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 3.0mm. This was treated with predilation and deployment of a 3.0x12mm taxus liberte study stent and post dilation resulting in 0% residual stenosis. The site reported no adverse event associated with this procedure. However, core lab review of the procedure noted "no reflow following stent deployment. Normal flow restored following post dilation."

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).